Event description:
In 2009, the pt reported she has had elevated blood glucose readings in the 500's mg/dl. She was instructed to disconnect from her insulin infusion device. She checked her basal rates and confirmed they are accurate. She has not received any errors or alarms and has not had any air bubbles or blood in the tubing. Troubleshooting did not find any product issues. She was advised to contact her healthcare professional about her basal rates. At about 2 days later, the pt stated her elevated readings have continued. She has not spoken with her healthcare professional and was advised to do so. The pt did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for eval.

Manufacturer narrative:
No product will be returned for eval.